Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2011-03359. The pt was receiving an scs system on (B)(6) 2009. It was reported the pt cannot get stimulation on the right side anymore. She would like to be reprogrammed because none of her programs get stimulation on the right side. No further info is available at this time.